Manufacturer narrative:
Discrepant low results are typically caused by sample pipetting issues related to the sample or sample pipettor. The aliquot tubes that were used and the related transport from the other laboratory were determined to be the root cause.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested for the elecsys cea assay (cea) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The first sample initially resulted as 0.2 ug/l and this value was reported outside of the laboratory to medical personnel. The sample was repeated on the same analyzer, resulting as 2.0 ug/l on (B)(6) 2017. The second sample initially resulted as 0.2 ug/l (B)(6) 2017. The sample was repeated on the same analyzer, resulting as 1159.0 ug/l on (B)(6) 2017. No erroneous results were reported outside of the laboratory for this sample. The third sample initially resulted as 0.2 ug/l on (B)(6) 2017 and this value was reported outside of the laboratory. The sample was repeated on a different e170 analyzer, resulting as 4.4 ug/l on (B)(6) 2017. The fourth sample initially resulted as 0.2 ug/l on (B)(6) 2017 and this value was reported outside of the laboratory. The sample was repeated on a different e170 analyzer, resulting as 3.7 ug/l on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. The cea reagent lot number and expiration date were asked for, but not provided. The patient samples were received in aliquot tubes from another laboratory. The type of aliquot tube used is suspected to be a possible cause of the issue.